Event description:
Patient was wearing the pod for an unknown duration at the time emergency medical attention was sought on (B)(6) 2026 due to inability to deliver a correction bolus in the setting of hyperglycemia. Parents reported the controller battery was depleted despite being fully charged and not maintaining charge. The device issue was alleged to be related to the hyperglycemic event. No symptoms were reported. Patient was evaluated for approximately 2 hours and released the same day with a diagnosis of hyperglycemia. Treatment included manual insulin administration via insulin pen. Patient reported use of the insulet-supplied charger with a black charging cord.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.